Event description:
Customer reported that pump was out of warranty and completely broken. There was no adverse impact to the customer¿s blood glucose level. Customer was in the process of obtaining a new device.